Event description:
An occlusion alarm occurred causing the customer's blood glucose levels to read "high," with specific values unknown. The customer managed the elevated blood glucose with a manual dose injection. Tandem technical support completed a pump system check, instructed the customer on several corrective steps, and provided a one-time pump replacement. The customer reverted to manual dose injection for insulin therapy.